Manufacturer narrative:
This event is from the following literature article: aitken el, jackson aj, kingsmore db. Early cannulation prosthetic graft (acuseal¿) for arteriovenous access: a useful option to provide a personal vascular access solution. Journal of vascular access. In press. No lot number information was supplied; therefore, no review of the manufacturing paperwork could be performed. The device remained implanted; consequently, a direct product analysis was not possible. No further information is available. Without additional information it is impossible to further investigate this event.

Event description:
On (B)(6) 2012, a patient in a study was implanted with a gore® acuseal® vascular graft from the left superficial femoral artery to the right common iliac vein. On (B)(6) 2012, the graft was first cannulated. On (B)(6) 2012, the patient presented with thrombosis. A declot procedure was performed. On (B)(6) 2012, patient again presented with thrombosis. The patient received a transplanted kidney and also had renal vein thrombosis of transplanted kidney and deep vein thrombosis on day one of transplant. Patient was diagnosed with renal cell carcinoma. Patient is now performing peritoneal dialysis.